Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-01158.

Event description:
The customer reported that he was treated by the paramedics due to low blood glucose levels. The customer stated that the sensor glucose reading was 95 mg/dl, but the paramedics tested his blood glucose level at 22 mg/dl. The customer's last infusion set change was on the morning of the event. Found that the customer wears the sensors for three to four days, and also calibrates when his blood glucose levels are not steady. In addition, the customer was using expired sensors. The customer declined any troubleshooting. Nothing further was reported.